Event description:
It was reported that the external pulse generator had an error code. Technical services explained how the error can occur. The biomedical engineer was unable to reproduce the error. The biomed will fully test the device and it will be restored to service if there are no findings. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).